Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports a heel warmer exploded upon activation. The contents were present on both the nurse and patient. The contents ended up on the nurses clothing's, arms, head and hair. It was also present on the patients trunk. All contents were washed off the infant and nurse immediately. No injury or medical intervention was needed. The contents also ended up on the ceiling.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.